Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The device was started up at 10:00:20 on (B)(6) 2026. At 14:48:39, an arrhythmia was detected. ECG shows vt from 210-270 bpm with CPR/motion artifact and electrode lead fall off. The device properly detected vt. CPR/motion artifact and electrode lead fall off, prevented the lifevest from treating the patient. The device was shut down at 15:38:04 on (B)(6) 2026.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.